Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/ confirmed the customer reported complaint. Fa found the primary failure of conductor wire broken - proximal end to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have the conductor wire broken at the proximal end inside of the main tube. As a result, the instrument failed the electrical continuity test. The root cause of this failure attributed to manufacturing. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k12210913 0133) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 11 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument would not coagulate. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reported was unable to provide additional information.